Event description:
It was reported that the battery was depleting very fast while the controller was also connected to the controller ac adapter. The battery will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Dtma1qq ICD, 6935m6 lead, and 459888 lead implanted (B)(6) 2020. Investigation of this event is pending and a supplemental report will be sent upon its completion if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the battery ((B)(6)) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the battery passed functional testing; the battery was able to properly provide power and discharge on the test equipment. Visual inspection revealed wear to the connector of the battery; however, the observed damage did not affect the functionality of the device. This is an additional finding not related to the reported event. Based on the available information, the most likely root cause of the observed damaged battery connector event can be attributed to normal wear over time and/or the handling of the device. CAPA pr00405633 is investigating damage to power sources. Log file analysis revealed that the battery discharged as expected when in use and provided power for over five (5) hours when bat935365 was the primary power source. Log file analysis also revealed several instances in which the battery slowly depleted while an adapter was connected to one power port as the active power source and (B)(6) was connected to the other power port. This is normal battery behavior, as a battery will slowly discharge over time when connected to the controller as the secondary power source due to normal power consumption. However, there was no evidence of rapid depletion. As a r esult, the reported event was not confirmed. The most likely root cause of the reported event can be attributed to normal battery power consumption behavior, which was likely perceived as unusual depletion. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.